Event description:
It was reported that during the procedure the fiber tip detached inside the patient. A stent grasper was used to remove the fiber tip from the bladder. The procedure was completed using a second fiber. There were no patient complications reported.